Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: -, ubd: unknown, UDI#: unknown h3, h6: the system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that for "a few minutes," the word fault was flashing on the screen and then proceeded to "localizer not connected." The local representative (cc) had the site unplug the electromagnetic (em) interface box and emitter and plug it back in, and the issue resolved. It was also noted that the tracking details for the non-invasive tracker (nipt) was reading 1.3. The patient had a very kyphotic neck so they were having tracking issues. There was a reported delay to the procedure of less than one hour. Patient impact information was not provided. Additional information was received. It was reported that the site did not complete the registration process of the patient. The cc spoke with nursing staff, and they reported that after unplugging and reattaching the emitter, the localizer faulted message resolved. The cc was unable to recreate the reported issue.

Event description:
Additional information was received. There was no impact to patient outcome, the surgery was completed without the use of navigation.

Manufacturer narrative:
H2: please see section b5. For additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The likely cause was that there were pillows between the patient and the emitter due to the patient's condition and that is why there were tracking issues. Medtronic navigation was not used.